Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp)¿s pneumatic module leak test sometimes failed. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: e1 (initial reporter). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The safety disk was re-fixed and the connection parts were reapplied with vacuum grease. The pneumatic module leak test was performed more than five times and passed. Other operational inspection results were good.

Event description:
It was reported that, during a customer's daily inspection cardiosave intra-aortic balloon pump (iabp)¿s pneumatic module leak test sometimes failed. There was no patient involved.